Manufacturer narrative:
Device was used on the rfa following a diagnostic catheterization procedure. The pt was discharged with no apparent complications. Five days later, pt presented to ER. A communicating pseudoaneyrysm was identified that required surgical repair. It was noted tha the arterial puncture was in the proximal hood of the graft. Bacterial cultures from the surgical incision confirmed an infection. The pt was discharged approx 12 days later. Code 86: evaluation of this event is based on manufacturing and qc procedures and historical use of device related to this event. Code 68: product is assumed to be sterile based on manufacturing and qc procedures. Attribute infection to inadvertent contamination during or after procedure. The safety and effectiveness of device in pts puctured through a vascular graft has not been established. Correction: delete 1738 from h previoiusly included due to misunderstanding of coding manual and requirement to identify if f10 codes are included in labeling.